Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high v-v intervals on the right ventricular (rv) lead. During the attempted revision, a new lead could not be implanted due to the patient's veins being thrombosed. Another attempt on the right side was planned. The lead is expected to be capped. No further patient complications have been reported as a result of this event.